Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda), decompensation and increased mitral regurgitation (mr). It was reported that the initial mitraclip procedure was performed on (B)(6) 2018, to treat mixed mr with a grade of 4. Two clips (80918u342, 80922u151) were implanted, reducing the mr to 1. On (B)(6) 2018, the patient returned decompensated and it was found that the one clip had detached from the anterior leaflet and remained attached to the posterior leaflet (slda). The mr had increased to 2-3. In the physicians opinion, the calcification in the grasping area may have contributed to the slda. On (B)(6) 2018, an additional mitraclip procedure was performed for treatment. One clip was implanted to stabilize the slda clip, reducing the mr to 1. There was no clinically significant delay in the procedure.

Manufacturer narrative:
(B)(4). Since it could not be confirmed which of the two clips experienced the single leaflet device attachment (slda), the lot history record review are provided for both clips. The results are as follows: cds0602-ntr / 80918u342: manufacturing date: 19-september-2018, expiration date: 19-september-2019, unique device identifier (UDI): (B)(4). Cds0602-ntr / 80922u151: manufacturing date: 22-september-2018, expiration date: 22-september-2019, unique device identifier (UDI): (B)(4). The device was not returned for analysis. A review of the lot history records identified no manufacturing nonconformities issued to the reported lots that would have contributed to the reported event. Additionally, a review of the complaint history revealed no indication of a lot specific product issue. All available information was investigated and the reported single leaflet device attachment (slda) resulting in decompensation (heart failure) appears to be related to case circumstances. It is likely that the anatomy contributed to the slda, as it was noted that there was calcification in the grasping area that may have contributed to the slda. The reported recurrent mitral regurgitation (mr) appears to be a cascading effect of the sdla as the patient mr had increased to 2-3. The reported patient effect of worsening mr and heart failure, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.